Event description:
Contact called to report customer was admitted as an inpatient to the hospital for high bg/dka. Customer is sick with a cold and was advise of the effect the illness will have on the bg's. Troubleshooting performed and pump appeared to be functioning properly.